Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Device received with cracked case on the back at the battery tube are. Audio or vibrate anomaly nor absence of alarm unknown. Pump error 63 unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump started beeping and alarming and insulin pump was not working. The customer¿s blood glucose was unknown at the time of incident. Customer stated the insulin pump had cosmetic damage. Customer reported that they tried to pushed button but screen was not moving. Customer reported that they tried to place in a brand new battery but insulin pump did not respond. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.